Manufacturer narrative:
As there is no clear dissociation between the hemolysis and impella cp, the hemolysis has been captured as a health effect: clinical code. This is one of two impella cp's associated with the patient's implant experience. Refer to manufacturing report number 1220648-2025-30601 for the report on the initially implanted impella cp that malfunctioned. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant reported a patient in cardiogenic shock from acute myocardial infarction was implanted with a new impella cp for mechanical circulatory support (mcs) after the first one malfunctioned. After placement of the new impella cp, the decision made to not remove the introducer. The patient was sent to the unit on support with a plan to transfer to a higher-level care facility. Later in the afternoon, the patient was transferred to the higher-level care facility maxed on pressor support and extremely tachycardic. The decision was made to cannulate for venous-arterial extracorporeal membrane oxygenation (va ECMO) and place a pulmonary artery catheter (pac). Transesophageal echocardiogram showed a large ventricular septal defect and papillary muscle rupture with severe mitral regurgitation. The right ventricular was large but filling pressures on pac was low signifying adequate unloading. The patient, critically ill, continued on impella cp mcs and planned for rest and recover before escalating to an impella 5.5. Four days later, the patient, still critically ill, was having signs of hemolysis. It was noted that the team believed the hemolysis was related to interruptions from va ECMO during the night opposed to the impella cp mcs. Shortly thereafter, it was noted there were no more signs of hemolysis. Urine was clear. The plan to upgrade to an impella 5.5 remained and was targeted to be completed with ventricular septal defect repair and mitral valve surgery. The patient continued on impella cp mcs and va ECMO support. Following, four days later, the patient underwent ventricular septal defect repair, coronary artery bypass graft surgery times one and mitral valve surgery. The impella cp was explanted through the 14 french sheath and artery repair took place at the end of the case. The survival outcome at impella cp explant was survived with a bridge to an impella 5.5.

Manufacturer narrative:
Hemolysis: the pump was not returned. Data logs were reviewed and no abnormalities were noted of the night of the compliant occurrence. Suction alarms did occur on other days and an motor current (mc) spike occurred without suction alarms leading up to it. The cause of the hemolysis was not determined since product was not returned, inconclusive data log review, and insufficient clinical details. Vf/vt/af/at: the root cause of the tachycardia was unable to be determined due to insufficient clinical details.